Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2010170. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture of the affected samples was returned for evaluation by our quality engineer team. Through examination of the picture, it appeared that the cutting of the blister packages had been misaligned, causing the blister to be open on one side. This type of defect resulted in the primary packaging machine. The machine has a cutting system and due to a punctual failure, incorrect cuts were made. The cutting of the blister packages must be done correctly to keep the sealed area of each unit. Since the blister cutting system was misaligned, the sealed area was not maintained which caused the blister to open. H3 other text : see h10.

Event description:
It was reported that 6 syringe s2 5ml 22ga 1-1/4in bd china had a damaged package that compromised sterility. The following information was provided by the initial reporter: "6 syringes, close to the lower end when sealing the edge, not sealed."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 6 syringe s2 5ml 22ga 1-1/4in bd china had a damaged package that compromised sterility. The following information was provided by the initial reporter: "6 syringes, close to the lower end when sealing the edge, not sealed".